Event description:
It was reported that the line slipped out whlist dressing change was being done. The line was changed over a guide wire. No blood loss reported.

Manufacturer narrative:
Record review. One intact split cath iii was returned for evaluation. A visual examination of the device revealed evidence of adhesive residue and cuff fibers 5cm from the hub. According to the design specifications this is the proper location of the cuff. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Due to the length of implantation, we are unable to determine the cause or factors which contributed to this event.